Event description:
The customer reported, she was hospitalized with high blood glucose levels. Troubleshooting was performed and the pump passed per specifications. No high pressure test could be performed because the customer did not have a damp.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.